Manufacturer narrative:
(B)(4)

Event description:
It was reported that during replacement surgery on (B)(6) 2016, cautery was introduced into the sterile field after the generator was introduced and the generator experienced a cautery strike. As a result, an alternative generator was implanted due to premature end of service. The surgeon was instructed that this is not proper process and the generator should not be in the sterile field with a cautery tool. The generator was received for analysis on 09/19/2016. Product analysis was completed and approved on 10/04/2016. The pulse generator performed according to functional specifications. However, the data, battery voltage minimum shows a value of 1.839 volts, indicating an eos condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during the implant procedure, which may have been a contributing factor. Other than the noted event (eos condition), there were no performance or any other type of adverse condition found with the pulse generator.